Event description:
Physician reported a pt who was orginally skin tested in 1989 with negative results. The pt was first treated in 1990 without event. The pt was subsequently treated multiple times without event. In 1999, the pt was last treated in the upper vertical lip lines. The procedure was without event. In mid to late 2000, (exact date not known), the pt phoned the treating physician and alleged that a general practioner (name withheld) had recently diagnosed pt with sjogren's syndrome. The reporting physician could not supply any details of the diagnosis or if the pt's general practioner prescribed any medical intervention. The reporting physician stated the pt's general practitioner had referred the pt to an unnamed rheumatologist for a definitive diagnosis. The treating physician saw the pt during 2000. No local symptoms were observed and no medical intervention was prescribed. The physician planned to continue to follow the pt and agreed to supply any add'l info. The physician did not know whether the pt's symptoms were associated with the product. This event is being reported as a MDR because it is facility's policy to report to FDA all cases of alleged autoimmune disease regardless of a lack of causal relationship with the device.